Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left-side with "radial folds" and rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.